Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that they were not able to open the drawer. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer fridge drawer 1, tall bin, pocket 2, failed to lock and unlock intermittently. A field service engineer replaced the iracs assembly, opened the hardware test application, and verified the physical function of opening, locking, and unlocking. The system functioned as intended after the field service engineer repaired the device.